Event description:
It was reported that the pt experienced a change in stimulation. The pt felt stimulation in his ribs/side. X-ray showed the lead had migrated upward. Reprogramming was unsuccessful. The pt underwent a lead revision. The lead was repositioned and retunneled. Following the revision, the stimulation was back to normal. The titanium in the anchor had slipped out of the sheath and was thought, by the doctor, to be the cause of the lead migration.

Manufacturer narrative:
Refers to the anchor. Final device analysis of the anchor revealed the anchor was separated. The titanium insert had separated from the silicone portion of the anchor. The silicone insert was inside the outer silicone sleeve an there was evidence of medication adhesive that had been inside the silicone sleeve. It appeared that the anchor was manufactured correctly. There was no evidence in the silicone that sutures had been properly tied around the anchor. There were cosmetic cuts in the anchor.